Event description:
The customer reported a blood and diluent leak at the blood sampling valve (bsv) and probe wipe assembly of the coulter lh 500 hematology analyzer. The volume of the leak was not specified. There was no contact of the leak to open wounds or mucous membranes. The customer was wearing gloves and a lab coat at the time of the event. Medical attention was not sought. No erroneous results were generated in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed the leak was related to the cut port # 1 tubing on the probe wipe down to pv 42. The fse replaced the tubing which resolved the leak. (B)(4).